Event description:
Patient reported infusion device administered an unintended bolus. He indicated that he programmed a 5.5 unit bolus and then the device administered an unintended 20 unit bolus. Patient indicated that he checked his blood glucose after eating and it was 81 mg/dl. He stated the he reviewed the bolus history and discovered 3 boluses that were 3.5 units, that were not programmed. Patient indicated that he may have programmed one of the 3 boluses, but not the others since they were within a short period of time. He did not report any symptoms associated with this issue. No medical assistance was reported. Product was requested to be returned for evaluation.